Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient¿s ipg site wound had opened and the ipg was visible. Surgical intervention was undertaken wherein the entire system was explanted. During explant surgery, purulent drainage from the area was also observed. Cultures were taken, but results are not available. Additional information was requested but not received.